Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank, but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported suture break. The reported suture break is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. No manufacturing/quality deficiency was detected. Possible contributing factors for the needle deflection that resulted in a posterior cuff miss and subsequent link-to-anterior cuff detachment include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is verified twice during manufacturing. Based on the manufacturing inspection criteria and test results of the needle trajectory in the lab and during the manufacturing, the probable cause for the posterior cuff miss that subsequently resulted in a link detachment and failure to retrieve the suture is determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. Review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) using a proglide device after a coronary diagnostic procedure. Reportedly, the suture broke; the time of breakage during deployment was unknown. Hemostasis was achieved using a non-abbott device. The patient did not experience any adverse effect. Reportedly, the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.